Event description:
It was reported that the pull ring of a minicap extended life pd transfer set ¿had fall down¿ (fell off of the catheter adapter in the overpouch). This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a dislodged blue pull ring cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.